Event description:
Per the clinic, the device was explanted (date not reported) due to pain. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced loss of osseointegration.